Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 67-year-old male patient, the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. Internal inspection of the device found no discrepancies. The device was recertified and returned to the customer. Review of the device activity logs did confirm a single instance of a reboot with no surrounding errors. However, the error corrected itself, and the event was able to continue without further incident. Analysis of reports of this type has not identified an increase in trend.